Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.

Event description:
The customer reported that prior to use the main cuff could not be deflated. There was no patient involvement.